Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Information regarding the patient's other ins (sn:(B)(4)) was reported in MDR# 229288340. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction and sacral nerve stimulation. It was reported that the patient was implanted because he was not completely emptying his bladder. The patient stated that he does not know if the device needs to be fixed or taken out and that he does not think that it is working anymore. The ins was implanted 7 years ago and the batteries have not been replaced. The patient had stopped feeling stimulation. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the usual tingle at the bicycle seat area ceased. The battery level was checked and indicated the battery had expired. Since then the unit never really did as anticipated and the patient did not seek replacement as there were no urologists in their area that would work with a (B)(6) year old male. Patient mentioned there was now a need to remove the unit so that they could have an MRI performed on their lower back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional call from the patient indicated that the patient needed their ins removed because the patient was having severe problems with their lower back and the orthopedist and pain specialist would like to see an MRI. Patient status is unknown at the time of this report and at the time of the call no explant procedure was scheduled. There were no further complication reported or anticipated.